Event description:
It was reported that the foley catheter was inserted in the operating room yesterday, but when the patient complained of discomfort during walking exercises on the ward today, we checked and found that it had fallen out.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Initial reporter name: (B)(6) hospital. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.